Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number,aa4272n25, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Manufacturer narrative:
(B)(4). The actual device has been received and is being evaluated. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the second of three reports. Refer to 9611594-2015-00153 for the first report. Refer to 9611594-2015-00154 for the second report. Refer to 9611594-2015-00155 for the third report. The balloon ruptured and was replaced at the hospital, the next tube inserted june to august, again the balloon ruptured, and the third tube inserted (B)(6) 2015 was replaced (B)(6) 2015 after we noted formula seeping into the j-portion of the tube. The patient is fed via the j-portion of the device. Under fluoroscopy the physician viewed a perforation at the distal g-portion of the tube which was proximal to the j-juncture of the tube. A replacement tube was inserted. There were no injuries or patient adverse effects due to the reinsertion of each of the tubes.